Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough up blood. There was no report of seriuos or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a CPAP device's sound abatement foam. The patient alleged cough up blood. There was no report of seriuos or permanent patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The external investigation of the humidifier showed that the patient had put an unknown hard plastic like adhesive on the heaed tube port so that it would not rotate. The error log showed that there were 5 instances of an e-7 reboot errors. Secondary findings included humidifier tampered, sound abatement foam degradation. The internal investigation of the base unit showed that there were signs that the sound abatement foam was degraded. The degradation was observed underneath the blower fan and in small chunks. Section d8, d9, h2, h3 and h6 were updated in this report.